Event description:
Boston scientific crm received information that this patient came to the hospital after experiencing loss of speech capabilities and an odd sensation in his right arm. A 24-hour ECG was performed, which revealed a four second pace inhibition. A few days later, during follow-up, the pacemaker evaluation revealed several ventricular tachycardia episodes. The noise was not reproducible through manipulation. The patient has a ventricular escape rhythm in the 30's. A boston scientific technical services (ts) consultant reviewed the ventricular device electrograms from this visit, and concluded noncardiac signals, consistent with electrode (metal-to-metal) contact. Ts speculated a right ventricular (rv) lead damage concern, as this noise was not typical of myopotential origin. Two days later, a revision procedure was performed. The chronic rv lead was surgically abandoned, and the chronic pacemaker was explanted. New products were successfully implanted and the explanted pacemaker will be returned. No adverse effects were reported.

Manufacturer narrative:
A new lead was successfully implanted. This abandoned lead will not be returned. Therefore, boston scientific crm cannot confirm the clinical observation. Should additional information become available to our company, this report will be updated as necessary.